Manufacturer narrative:
No information available for reporting. Date of event: no information available for reporting. This report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implanted 10 years ago on an unknown date. Explant dat: no information available. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, ten (10) years ago on an unknown date, the patient was implanted with a synthes less invasive stabilization system (liss) plate. After the implant was completed, the patient complained of constant pain when physically moving. It was also reported that the patient feels the device to be loose or disconnected. The patient requested that the plate be taken out. Scheduling for any revision surgery is unknown. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. This complaint (B)(4) is confirmed to be a duplicate of complaint (B)(4) and it will be voided as such. All event details have been captured in (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown liss plate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.